Event description:
It was reported that the patient had a bump, indicated it like a bolt for a screw sitting on top of implanted device. No redness or swelling. Occassionally itches or irritated. Device still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.